Event description:
It was reported that the patient experienced a post myocardial infarction left ventricular apical thrombus, which was noted on a pre -discharge echocardiogram four days post implant of the device and leads. Medications were prescribed. The system is still in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).